Manufacturer narrative:
Continuation of d10: product ID: 97755-svc, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-svc, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-jun-24 sap ecc service & repair 000304692949 rtg1073194 (con): information was received from a patient regarding an external device. The reason for call was patient says that their implantable neurostimulator (ins) takes a long time to charge ins which has been happening since they got the implant, but for the past couple of weeks it's been taking even longer, sometimes as long as 4 hours. Pt also says they have to charge twice a day. Recommended speaking with healthcare provider (hcp) about that. Pt says recharger telemetry module (rtm) looks intact. Pt says that the rtm gets hot. The issue was not resolved. A request was sent to the repair department to replace the rtm.